Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg). Customer's continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The cause for the reported issue was due to the customer miscalculating the amount of carbohydrates consumed when requesting a bolus. Reportedly, a correction bolus was delivered to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.